Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg more than 600 mg/dl) and ketones were present. Healthcare provider identified ketones as dangerous. Correction boluses and insulin injections were administered. Customer alleged pump was not delivering insulin properly. As tandem technical support was not contacted at the time of the event, a cause of the event could not be confirmed.